Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of the no image issue was confirmed. Additionally, the following findings were also identified (a.) Leakage was noted in bending section cover and adhesive (b.) The insulation on the insulation probe failed, (c.) Distal end of the device body had a crack, (d.) The glue of the bending section cover had a crack, (e.) The forceps passage had a leak, (f.) The insertion tube had a dent, and the angulation in the up direction was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope exhibited no image. The intended diagnostic procedure was completed using the same device. There was no delay. As per the customer, the event occurred after the procedure or during reprocessing. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image was confirmed during device evaluation. No specific cause of no image could be identified. Olympus will continue to monitor field performance for this device.